Manufacturer narrative:
The insulin pump had motor error alarm during occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Analysis was unable to perform prime test and excessive no delivery test due to motor error alarm. The motor passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The insulin pump was returned for analysis.